Manufacturer narrative:
There was no calibration influence observed. Qc was in range before the event occurred. The alarm trace report showed sample quality alarms, like sample clot and sample short alarms. The investigation was unable to determine a direct root cause.

Manufacturer narrative:
The elecsys troponin t hs reagent lot number is 81184802, and the expiration date was not provided. A field service engineer (fse) adjusted the active gripper. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. Patient 1's initial result was 112 pg/ml, and the repeat result was <13 pg/ml. Patient 2's initial result was 27.5 pg/ml, and the repeat result was <13 pg/ml.